Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
(Broke) could not pull it out ¿ tampon [foreign body in reproductive tract]. The thing broke ¿ tampon [device breakage]. Case narrative: consumer reported via social media that the tampon broke. No serious injury was reported.